Manufacturer narrative:
The insulin pump was received with failed battery test alarms. The problem isolated to battery tube. The pump was received with cracked reservoir tube lip during visual inspection. No blank display anomaly was noted. The pump was unable to confirm unexpected low battery alarms due to failed battery test alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a blank display and low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that a weak battery alarm occurred after 4 days of use. The customer changed the battery and blank display occurred. The customer will be sent a new battery cap.